Event description:
Hi, my name is (B)(6) and I am inquiring as to way the bard prefix plug and cover sheet polypropylene mesh has not been recalled. I am a victim of this mesh and it does cause problems. My abdomen has been swollen up to the max . Have your office seen the (B)(6) mesh guidelines ¿ very important ¿ (B)(6) please acknowledge receipt of this email I really would like to have an answer to why this mesh has not been pull off the shelf. Thank you. (B)(6).